Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s spouse reported via phone call that the act button on the customer¿s insulin pump is not working and is really hard to press. They are also receiving random no delivery alarms, the insulin pump takes longer to rewind and also rejects new batteries. The customer felt that the reason that the insulin pump was having those issues was because it was refurbished. Customer¿s blood glucose was unknown. The time clock had no problems advancing. Customer was advised to discontinue use of the insulin pump, revert to a backup plan and that the insulin pump would need to be replaced. The pump will be returned for analysis.